Event description:
The facility reports a cassette leak which was noted during priming. Patient had not clamped all lines prior to self testing/load set. Priming was discontinued, patient replaced cassette and treatment was completed without incident. No patient injury or medical intervention reported per baxter affiliate.